Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can not run detect and treating) was isolated to the electrode belt¿s trunk cable being severed the root cause for the damaged trunk cable was unable to be identified. There was no adverse event that resulted from the damaged belt.